Event description:
It was reported that there was thermal event due to the device smoking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: started smoking probable root cause: - power supply design - electrical fault/short circuit - material selection - over current resulting in hot transformer thermal cut-out the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was thermal event due to the device smoking.